Event description:
The customer reported that his olympus hd camera head was presenting an unspecified scope communication error during preparation for a therapeutic procedure. Additional details relating to the patient and the event have been requested, but no response has been received at this time. There was no patient harm or consequence reported as a result of this event. During the device evaluation, it was confirmed that a b30 scope communication error was present. This report is being submitted to capture the b30 scope communication error confirmed during the device evaluation.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, as noted, the user¿s report was confirmed. A b30 scope communication was present due to a faulty cable. Additionally, there was a puncture in the cable, causing the unit to fail the leak test. The serial plate label was also found fading. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of scope communication error b30 could not be determined. The instruction manual identifies the following verbiage, which may have prevented the phenomenon: ¿never reprocess, or store this camera head with sharp-tipped instruments (tweezers, forceps, knives, etc.). This could scratch or tear holes in the camera cable, which could allow water to penetrate and damage electrical circuits inside the camera head.¿ attempts were performed to obtain additional information, but information is unavailable. Olympus will continue to monitor field performance for this device.